Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The visual inspection did not find damage to the instrument. The instrument was not missing any material; this instrument does not have an ¿o¿ ring. The instrument was installed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly, the instrument was fully functional. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that ¿o¿ ring came out of the tube/elbow of the cadiere forceps instrument and fell inside the patient. The origin of the fragment that fell into the patient is unknown. Although, no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, an ¿o¿ ring came out of the tube/elbow of the cadiere forceps instrument. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.